Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a lcp drill sleeve was broken. No further information is available at this time.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was returned for evaluation on (B)(4) 2013. Investigation coordinated by synthes (B)(4). Report received indicates the returned drill sleeve was checked for conformance to print specification, as well as the device history records were reviewed. No abnormal findings were identified. The microscopic view of the broken surface does not show any anomalies of materials structure. We suppose that high mechanical force during the surgery may have caused this breakage. Note that the lot in question was manufactured according to the specifications. No product fault could be detected.